Event description:
The pt contacted lifescan alleging that their one touch basic meter was reading inaccurately low. In 2005, the pt called and spoke with the mas in response to the letter sent by the mas. At the time of concern, the pt took the following usual diabetes medication: glucophage 1000 mg and actos 30 mg daily, with 70/30 insulin- 40 units in the am and pm. On tuesday, the pt had "a bad headache, nose bleed, and shakes" throughout the day. Pt took pt usual medication, ate as usual, and tested with the reported meter in the am, at noon, and at 6:30 pm. Pt obtained results in the 160 to 215 mg/dl range in the am and at noon. At 6:30 pm, the meter result was 187 mg/dl and pt took pt usual pm insulin dose. Following, the patient's family member took pt to the ER becauae pt continued to have the above referenced symptoms. A result in the "500's" was obtained on the ER device less than one hour after the 6:30 pm meter test. Pt was treated with IV insulin and released to home later that night. The patient's doctor advised pt to contact lifescan regarding the meter. The customer care representative (ccr) discovered that the pt was not applying blood to the test strip correctly and was not cleaning the meter according to the owners manual, which can cause inaccurate results. The ccr walked the pt through a check strip test, which fell within the check without the check strip range. A control solution test was not performed, as the control solution was expired. It is likely that the pt's blood glucose level was higher than the 6:30 pm meter result of 187 mg/dl because their blood glucose level was>500 mg/dl less than one hour later, though pt had taken insulin prior to going to the ER. The patient may have obtained inaccurately low meter results due to the incorrect testing technique. The pt would have notified their physician ealier had pt received meter results >200-250 mg/dl. The meter, test strips, and control solution were replaced.